Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited foreign matter in the nozzle. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for evaluation and the device evaluation found no malfunctions aside from the allegation reported in b5. The customer cleaned, disinfected, and sterilized the device before returning it to olympus. The customer flushed the air/water nozzle with air, water and detergent solution. The customer wiped/brushed the air/water nozzle with clean lint-free cloths, brushes, or sponges. There were no abnormalities in the accessories used for reprocessing. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified but was likely caused by insufficient cleaning. However, a definitive root cause could not be determined. The events can be detected and prevented in accordance with the following sections of the instructions for instructions for use: the instruction manual operation manual ¿cf-ez1500dl/I, chapter 3 preparation and inspection¿ describes the methods for detection. The instruction manual reprocessing manual ¿cf-ez1500dl/I, chapter 5 reprocessing the endoscope (and related reprocessing accessories)¿ describes the methods for prevention. Olympus will continue to monitor field performance for this device. Should additional relevant information become available, a supplemental report will be submitted.